Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire tip fracture occurred. The physician was treating a 100% occluded lesion located in the left anterior descending (lad) artery. While manipulating the blockage with this 182cm luge j-tip guide wire, approximately 2 to 3mm of the guide wire tip fractured and became embedded in the lad lesion. No attempt was made to retrieve the tip because it remained embedded in the lesion. The physician believes the tip is in a location that does not put the patient at risk. There were no further reported patient complications due to the fractured guide wire tip. The procedure was terminated with the occlusion unresolved. The patient was put on medical management.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
This is a spontaneous report received by baxter (B) (4) on (B) (6) 2010 regarding a transfer set. According to the patient, a part of the twist clamp broke off. The system was therefore not closed anymore. The transfer set has been exchanged. The patient developed peritonitis. The patient uses octenisept for disinfection of the transfer set. The patient injects the transfer set with octenisept before use. Additional information was received on march 19, 2010 from the patient's dialysis center as well as from the patient: the patient was on peritoneal dialysis (pd) since (B) (6) 2009. The patient changes the bags manually and does not overtorque the twist clamp. The date of the transfer set placement is unknown at the moment. The sample is not available. No further information is available at this time.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review was done without finding any problems. Since no sample was available for evaluation and no further information concerning the failure is certain, no root cause can be definitely determined. Based on the qualitative failure description in the complaint text and the fact that the patient in this case used octenisept to regularly flush/clean the set, it is possible stress cracking of the twist clamp contributed to the failure. The use of these disinfectants has been linked to environmental stress cracking, which causes a premature degradation of the miniset mainbody material. The label copy (direction insert) of the transfer set contains the following warning statement, "warning: do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." A major component in octinisept is phenoxyethanol, a disinfectant which could damage the clamp with prolonged usage like that described. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
Patient had light therapy on face for trigeminal neuralgia. Treatment caused nausea, sweats, shaking, patient unable to drive and almost passing out. Patient has had four episodes since treatment. Now seeing neurologist and cardiologist for cause. Patient would like to know if goggles should have been worn during treatment.

Manufacturer narrative:
(B)(4). Additional information received on may 5, 2010: the reporter stated that the cause of the patient's hospitalization was not a suspected peritonitis as initially reported, but a device failure (breakage of the transfer set connector). No peritonitis episodes were confirmed for this patient. Further information is not available.

Manufacturer narrative:
(B) (4). The sample is not available for evaluation.